Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The multifunction cable used with the device was not returned as part of this investigation. The multifunction cable and receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed an "ECG monitoring failure" and "ECG disabled" messages. The device was turned off and back on and worked for the remainder of the call. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.